Event description:
Injury: follow-up info received indicates that the needle in question was a novofine 28 disposable. Needle, not a novofine 30. It was reported that the needle had been used more than once, but was not bent before use.